Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 495 mg/dl. The customer felt symptoms of nausea. The customer treated their blood glucose levels with manual injections. The customer stated that their infusion sets are causing them no delivery alarms. The customer does not want to troubleshoot the bent cannulas. The customer did not return the product back for analysis.